Event description:
In an article titled "balloon-related complications and technical failures in kyphoplasty for vertebral fractures" the following events were reported: in the retrospective review conducted at a single center, fifty-one patients were treated by balloon kyphoplasty at 75 spinal levels, and 137 vertebroplasties were also performed. Four of the patients treated with balloon kyphoplasty experienced cortical or endplate fracture by balloon expansion and three of the patients having osteoporosis and one patient having myeloma. In one female patient (with myeloma), the endplate fracture by balloon expansion led to a procedural fracture of an adjacent vertebral body. Additionally, further information reported for the balloon kyphoplasty patients included 5 balloon ruptures, loss of fracture reduction in 4 patients after balloon deflation and transient hyperalgia in 11 patients.

Manufacturer narrative:
Report source: article titled: "balloon-related complications and technical failures in kyphoplasty for vertebral fractures", by g. Saliou, d.r. Rutgers, e.m. Kocheida, g. Langman, a. Meurin, h. Deramond, p. Lehmann. Device not returned, internal review of literature.